Manufacturer narrative:
The device was investigated by belmont engineering. Upon internal inspection, it was noted the human sensor board of the unit was unplugged and was missing a screw. The screw was later found disconnected inside the unit. The water out temperature of the unit was measured with a thermocouple while the board was unplugged, and it was found the temperature was higher than expected. Once the human sensor board was plugged back in, the unit functioned as designed and passed preventative maintenance. The issue was isolated to the cable human sensor board being unplugged leading to an open loop heating condition. The root cause for the cable human sensor board being unplugged could not be determined. Belmont will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The device involved in this incident was returned to belmont for investigation on december 20, 2024. During a call with the user facility on december 20th, it was reported that no alarm generated for an overtemperature condition. The circulating water temperature in the allon is limited by software to 40.8 c and by hardware to 42 c and is not expected to cause skin burn. The user facility confirmed that there was no patient involvement in this incident. The operator's manual provides the following warning statement: ". The user should verify that no fluids are present at the skin/wrap interface during the procedure. Failure to do so can cause lesions on the patient's skin. Following the procedure, a pattern resembling the wrap may appear for a short period of time on the patient's skin". Pressure sores may appear or develop when soft tissue is compressed between a bony prominence and external surface. The use of the allon® system does not prevent this from happening. In order to prevent pressure sores, hospital routine care should be taken during long thermoregulation procedures. Belmont has not received any additional details on clinilogger data. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
During site visit, belmont's clinical specialist were informed about the issue that they heard unusual fan noise and that it may not be "reaching required temperature". There is also a report of staff putting a surface probe (another device independent of the allon) on the surface of the wrap and measuring 45 c, which they did not expect, since the system was set to heat at approximately 38.5 c.